Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. Testing found the surgical monitor failed and the screw appeared purple. The communication cable was replaced and the issue was resolved. A cable was returned for analysis. Analysis found an open from pin 8 of the hd26 connector to pin 10 of the fischer connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while a representative was loading an exam, they noticed the surgeon monitor was purple.